Event description:
Healthcare professional reported ¿after explant streptococcus on left implant¿ and ¿inflammation throughout the body". The following reported events have been deemed not related to the device: ¿dry eyes¿, ¿thyroid issues¿, ¿swelling of left arm¿, ¿allergies¿, ¿stiff arm pain, unable to make a fist¿, and ¿breast implant illness". Affected side is right. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of infection (late onset) is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: "after explant streptococcus on right implant".